Event description:
It was reported that a patient had a v-go device fall off in the shower. No additional patient or event information was reported. There was no indication that the device is available for return.